Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was alarming with m31 air detected in cassette warning alarms during dwell 2 of 4 of treatment. The patient was connected during incident. Fluid was seen. All cones were broken. The patient line reportedly did prime all the way to the end and was primed once. The heater bag was not empty and unused lines were clamped. No air bubbles were found during setup. The technical support representative advised to re-setup with new bags and tubing. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was alarming with m31 air detected in cassette warning alarms during dwell 2 of 4 of treatment. The patient was connected during incident. Fluid was seen. All cones were broken. The patient line reportedly did prime all the way to the end and was primed once. The heater bag was not empty and unused lines were clamped. No air bubbles were found during setup. The technical support representative advised to re-setup with new bags and tubing. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.